Event description:
The customer reported employees who complained of physical symptoms while working with cidex opa. The customer uses the solution to process vaginal probes. The customer reports having three air exchanges an hour in the processing room so they use a gus system. The employee reported skin rash and itching, lip numbness, scratchy throat, and skin abscess. The employee saw a doctor in the emergency room and was treated with benadryl, prednisone, solumedrol, and zyrtec. The customer also reported that there was construction occurring elsewhere in the building.